Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced non-union and a broken screw during patient use. A revision case was scheduled however, the screw was not removed due to bone loss in the patient's midfoot. Instead, the surgeon used a cement spacer to fix the non-union.